Event description:
.

Manufacturer narrative:
The pt had a head MRI scan followed by a neck/spine MRI scan. The head scan would have been performed with a localized transmit/receive head coil ("bird-cage"). However, the neck/spine scan would have involved a full body transmitter with a special passive receiving coil. The later MRI mode that used a full body transmitter would have the potential to cause this type of heating/burning situation if the EKG were not removed. It is standard practice that EKG leads are removed during the use of a full body transmitter. In general this type of pt who is in the neuro ICU for continuous brain monitoring for brain injury problems only get head MRI scans with a localized transmit/receive coil. This is a unique situation where oversight could occur. However, since it would be difficult to control for this situation where by a body transmitter is used for a different anatomical scan than a head-scan, we decided to eliminate supplying this lead upon hearing about this incident. We immediately informed all end-users using the EKG lead of the possible condition that could cause heating/burning on (B)(6) 2011 when we were informed by phone of the incident. There were a total of 29 institutions/hospitals using this EKG option. We followed this up with a more formal product advisory coupled with a return acknowledgement form.